Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): customer reported continuous screen flickering with unreadable peak pressure and pco2 values; spontaneous breathing rate exceeded 100. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The event was reported to the authority because a malfunction of a life-sustaining device was suspected. Although no harm occurred and the issue could not be verified in the logs. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: on 01.06.2025, a user reported that the ventilator screen was flickering and showed unreadable values. No flickering was found in the device logs. Service diagnostics confirmed an intermittent issue in the nebulizer key. Since the nebulizer key is integrated within the hamilton-c6 key panel assembly, the entire hamilton-c6 key panel was replaced. After repair, the device passed all tests and was returned to clinical use. Corrected: h6 section imdrf codes were updated/corrected.